Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the balloon was ripped. The patient was not injured. Medical intervention was not required. The surgery time was not extended. The issue was discovered after the product was opened and air was inserted.